Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) high blood glucose (bg) levels of 19 mmol/l (342 mg/dl) and vomiting, while wearing the pod on the arm between 4 and 24 hours. At the hospital, the patient was placed on an intravenous (IV).